Event description:
It was reported that a flogard infusion pump had a broken door. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, power on self-tested, battery tested and the alarm log was reviewed. During visual inspection the door was found to be broken. The cause of the reported issue could not be determined. To correct the condition, the door and latch roller were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a follow-up MDR will be submitted.